Manufacturer narrative:
The pump was received with an energizer alkaline battery installed. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had minor scratches on the display window and a cracked reservoir tube lip. Data analysis: 08/06/16 daily insulin total = 35.975 units. 08/07/16 daily insulin total = 27.000 units. 08/08/16 daily insulin total = 42.900 units. 08/09/16 daily insulin total = 45.600 units. 08/10/16 daily insulin total = 62.875 units. 08/11/16 daily insulin total = 46.300 units. 08/12/16 daily insulin total = 18.000 units.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, between 2:30am and 4:30am while sleeping. The customer was found on (B)(6) 2016 at 1pm. The caller stated that the official cause of death is still unknown until the toxicology reports come back. The caller stated that it looked as if the customer had a body seizure, convulsions, failure to eat, and it looked as if the customer fell out of bed (face down) and died due to stuff coming out of his throat. The caller stated that the customer had stage five renal kidney failure and was waiting for an organ replacement. The customer had been diagnosed four years ago and was on a waiting list for organ replacement. The customer also had heart disease and had quadruple bypass surgery in 2011. The caller did not know the customer's blood glucose as the time of passing. The last recorded value was 61 mg/dl from lunch a day before passing. The insulin pump was found lying next to the customer's body, not connected to his body.